Event description:
It was reported that this right ventricular (rv) lead dislodged due to the patient anatomy which caused over sensing of the atrial activity and pacing inhibition. The physician decided to explant this lead and replace it with a passive fixation lead. This lead is not expected to return. No additional adverse patient effects were reported.